Event description:
Machine was in use to place a dobhoff on a sedated patient. Sensor showed large jumps/loops indicating that the tube was coiling. Xray confirmed the proper placement of the tube. The unit had seen a recent trend (third occurrence in recent days) of machine indicating that the patient was moving and/or tube placement was inaccurate.